Event description:
It was reported that, "it looked like cup was loose. When we got in there it wasn't, so he just changed out the insert."

Manufacturer narrative:
Add'l info has been requested and if rec'd will be provided in a supplemental report.